Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding external devices, (B)(4). The patient reported that her equipment is not working right at all. Patient stated that the recharger (rtm) was overheating and burning her back, it won't position right to be charged. Patient stated every time she gets a high number to charge, as soon as she pressed recharge the number goes down to 15, and she can't get the recharger (rtm) to connect right. Patient services (pss) asked patient if there was any tissue damage or damage to the skin, and patient stated no that it's "just red". The patient stated that her controller is getting hot when she charges her ins. Pt also mentioned that she thinks that the replacement controller she received is a refurbished controller and it doesn't work right. Patient services (pss) asked the patient to unlock the controller and provide the battery levels for the controller and the implant. Pss tried to explain the function of the rtm and the controller, but patient insisted on getting the controller replaced as well. The controller was charged at 30% and the implant at 70%. Patient stated the controller was replaced. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm device.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the recharger (B)(6) found that they got the 'no device found or poor recharge quality message' and failed testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.